Event description:
It was observed that during the device evaluation, the adhesive on the bending section cover of the cystonephrofiberscope peeled off. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, a definitive cause of the issue could not be determined. The most likely explanation is a component failure, consistent with expected or random failure, with no evidence of a design or manufacturing defect. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.